Event description:
It was reported when using the bd pyxis¿ anesthesia station es, unit was not receiving current patient information. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was not receiving current patient information. A technical support specialist checked the server path and found that the last upload and download occurred three days ago. Station sync logs showed no change tracking. The station's speed and duplex were changed from auto-negotiation to 100 mbps half duplex. A backup was performed using knowledge article, followed by a full sync. After the sync, the app server showed current dates for last upload, download, and publish, confirming the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.